Manufacturer narrative:
Updated b5 describe event or problem and tab f device code to add additional information from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was capped due to a non-specific product performance issue. A new lv lead was implanted. No additional adverse patient effects were reported. Additional information was received from the field. This lv lead was capped due to loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was capped due to a non-specific product performance issue. A new lv lead was implanted. No additional adverse patient effects were reported.